Event description:
It was reported that during a coronary artery drug-eluting stenting procedure, stent damage occurred. During the procedure, the physician attempted to cross the right coronary artery (rca) with a 2.5 x 12mm taxus express2 drug eluting stent. However, this stent could not cross the right coronary artery (rca). The actual location within the rca is unk at this time. The request form indicates that the procedure was continued using a 2.5 x 16mm taxus express 2 drug eluting stent. The physician was unable to cross the rca due to the fact that the struts became bent in the attempt. The pt condition was reported as ok. No further info is available at this time.

Manufacturer narrative:
Device evaluation. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.